Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. Logfile review for the day of treatment showed all laser system functions were within specifications. The system passed successfully all initialization steps. The logfile showed several successfully performed treatments. The measured energy was stable. According to the missing information about the treatment details, the related treatment could not be identified. The review of the complete day showed no further abnormalities or deviations. All treatments were performed successfully and the eyetracker was activated during the complete day. No technical root cause was detectable. The only difference is that the surgeon is performing a streamlight protocol. He is not washing the cornea with chilled balanced salt solution (bss) right after the photo refractive keratectomy (prk) procedure. Instead, he immediately puts a cold mitomycin c (mmc) absorbed sponge on the cornea. The reason he does not wash the cornea in advance is he thinks that the residual bss on the cornea could decrease the effect of the mmc. He was clearly communicated about the immediate cooling effect of the chilled bss after the prk, before the mmc, which is according to the protocol. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information was received. Haze tends to be superior to visual axis and decreases vision. Normal protocol for patient's is to receive a topical antibiotic, alpha adrenergic agonist, and a nonsteroidal anti-inflammatory drop. A bandage contact lens is then placed on the eye. Post-operatively a topical antibiotic drop was prescribed to use four times a day for two days and a preservative free steroid drop four times a day with taper. Autologous serum was also prescribed as needed. The surgeon has stopped doing this type of treatment and is reluctant to restart until a reason for haze and viable change is present.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a patient presented with grade two to three paracentral superior corneal haze and epithelial defect that required change post refractive procedure. Nine days post-operatively, the corneal was well epithelialized. There are four related reports for this facility. This report addresses the patient (B)(6) left eye and other manufacturer reports will be filed.